Manufacturer narrative:
Correction: "returned to manufacturer on" date changed from: (B)(6) 2018 to: (B)(6) 2018. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted via the subclavian insertion site. There was an iab rupture. The indication for use was cardiac vasculopathy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted via the subclavian insertion site. There was an iab rupture. The indication for use was cardiac vasculopathy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The orange cable was cut into 2 pieces. A visual examination of the product detected complete separation of the inner lumen within the kinked catheter tubing approximately 76.2cm from iab tip. A kink was also found on the catheter tubing approximately 54.4cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 55.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation confirms the reported leak, blood in tubing problem. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported blood in tubing problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted via the subclavian insertion site. There was an iab rupture. The indication for use was cardiac vasculopathy. There was no reported injury to the patient.